Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a manual prime attempt. The customer's blood glucose was 343 mg/dl. The customer was advised to clear the alarm, disconnect from the insulin pump, disconnect the tubing and reservoir, and reconnect the tubing and reservoir. The customer was advised to replace the plunger and manually push the plunger, but the customer did not have a plunger or extra supplies. The customer called back later to proceed with troubleshooting, and insulin did not exit the tubing during a manual plunger push. The customer reported that a reservoir replacement resolved the issue. The customer was advised that the reservoir and infusion set would be replaced and agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.